Event description:
This procedure was part of (B)(6): post procedure the patient developed aphasia. Cerebral angiogram was performed and revealed the stent to be widely patent. A CT on (B)(6) 2012 found no definitive CT evidence of acute infarct and no intracranial haemorrhage (ich). The patient recovered without sequelae. Please reference MDR 2183870-2012-00183 for the spiderfx used in the procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Stent was implanted (B)(6) 2012.